Event description:
Allergan aesthetics received a report of a patient treated the mid abdomen on (B)(6) 2022 with coolsculpting cooladvantage+ coolcore has developed paradoxical hyperplasia (pah/ph). Diagnosed on (B)(6) 2022 with paradoxical adipose hyperplasia (pah) by medical professional. The patient underwent liposuction on (B)(6) 2023.

Manufacturer narrative:
This is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient treated the lower abdomen on (B)(6) 2022 with coolsculpting cooladvantage+ coolcore has developed paradoxical hyperplasia (ph). The patient underwent liposuction on (B)(6) 2023.

Event description:
Previous emdr submission reported affected area as mid-abdomen. However, an additional report, from the provider, clarified that the lower abdomen was affected not the mid-abdomen.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment to the low abdomen on (B)(6) 2022 using the cooladvantage+ applicator with coolcore contour and presented with paradoxical hyperplasia (ph). The patient underwent liposuction on (B)(6) 2023 and presented with recurring ph.

Manufacturer narrative:
Corrected data: b5 (ph recurrence).